Event description:
During a scheduled laser lithotripsy procedure using a digital ureteroscope and bard proflex 200 laser fiber (ref: lsu200pf, lot #: 09125005, exp: 04-16-2028), a popping noise was heard while the laser was engaged. Dr. Removed the laser fiber and found it broken. Further inspection revealed the laser had burned a hole through the disposable digital ureteroscope. The patient was not harmed.